Event description:
While in pt use, the end of the endotracheal tube airway was toren off during an attempt to remove the connector. The fastrach ett was inserted and the pt was ventilated. Upon an attempt at removing the mask, the clinican had a difficult time removing the connector from the end of the ett. When the connector was finally pulled apart from the tube, the end of the ett had torn off and was stuck inside of the connector. The fastrach ett was then removed from pt and a standard disposable ett was inserted without problem. There was no pt injury or problem.